Event description:
See intial report.

Manufacturer narrative:
Seventeen (17) units of su-29602 suction cannula (the complained (1) used unit and 16 unused units belonging to the same lot still in original packaging) were returned to livanova for investigation. Visual inspection of the complained (1) cannula found that the tip was disconnected from the body of the cannula. Inspection identified that only in a portion of the bond between the tip and the inside of the tubing of the cannula was formed. No adhesive was found on the outside wall of the tube at the interface between the tip and the tube. Visual inspection of the 16 unused cannula units found the tip and the body of the units to be correctly glued. Adhesive on the wall of the tube where it interfaces with the tip could be found in all units. Pull test on the distal tip of the 16 unused units confirmed all the 16 units were complainant to product specifications. The review of the DHR did not identify any possibly related to the reported issue. No other complaint has been recorded for the claimed lot. Inspection of the complained unit confirmed the reported disconnection. Livanova investigation determined this was caused by an incorrect application of adhesive, due to operator error during manual assembly. The frequency of this type of event is low. To prevent further re-occurrence of the event, the operators involved in the assembly of this product will be re-trained on the process. Livanova will keep monitoring the market.

Manufacturer narrative:
The involved device has been requested for return to livanova inc for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Livanova has received a report that, the tip of the atra¿ sump sucker detached and fell into the patient's pericardium. The tip was recovered without any patient consequence.